Event description:
The pt reported no stimulation coverage in her low back. Reprogramming has been done multiple times without success. Follow up determined the pt was explanted due to having an MRI.

Manufacturer narrative:
Device evaluation is in progress. Evaluation results will be provided when evaluation is complete. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.